Manufacturer narrative:
Product ID 3889-28, lot# va20rws, implanted: (B)(6) 2019. Explanted: (B)(6) 2021. Product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4). Ubd: 26-jun-2023, UDI#:(B)(4).date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient had their previous ins replaced due to normal battery depletion but then reported it had been discovered that their lead had migrated. Patient services asked for event date and the patient stated they were noticing that "it wasn't doing what it used to do" and clarified event date as "probably a couple months ago". Patient services documented the information the patient provided and focused on the patient's reason for call (device registration information and external device general use). The patient noted that they'd gotten a new implant on tuesday (they thought it was rechargeable however it is a new 3058 model,) and stated they thought it was supposed to be full body MRI compatible. The patient also stated all the equipment appeared to be the same as their previous implant system. Patient services reviewed the difference between previous lead and a surescan lead system and MRI compatibility. A general overview of the previous equipment compared to the patient's current equipment was also reviewed. The patient was transferred to device registration to confirm their lead model number and to ensure their registration had been completed.